Event description:
The customer reported that the x-ray view on the monitor exceeds the field size limit. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was adjusted and the beam was aligned during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.